Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for a patient with enlarged heart, right atrium and right ventricle, the guide catheter was used after being shaped and molded. It was noted that the guide catheter was difficult to withdraw, and was prone to dislocation. The guide catheter was subsequently removed and replaced. The procedure was completed. No patient complications have been reported as a result of this event.